Manufacturer narrative:
H3: the suspect pump was returned for evaluation. No issues were found in the event history log (ehl). Service history identified that no previous repair has been noted in the past 12 months. The device was visually inspected. A battery compartment corrosion, dso seal delaminated was noted. Functional testing was performed. The uso sensor was found to be defective. The defective uso sensor was replaced. The device passed all functional testing after repair.

Event description:
It was reported that the device displayed "key stuck. Release key or remove power. Pump stopped" /rs. There was no patient involvement. The evaluation of the device found the defective uso sensor.